Event description:
On (B)(6) 2012 the lay user/patient's husband (reporter) contacted lifescan (lfs) alleging that the patient's onetouch verio iq meter would not power on. The complaint was classified based on the information obtained by the customer care advocate (cca). The reporter stated that the alleged issue began approximately 2 weeks prior to contacting lfs. The reporter said that the patient manages her diabetes with novolog insulin (based on a sliding scale; taken 4 times per day, usually 15-25 units) and glucophage (one 2mg pill a day). The reporter denied that the patient made any changes to her normal diabetes management as a result of the alleged issue starting. The reporter claimed that one day after the alleged issue began the patient developed symptoms of 'nagging headache, feeling like she will faint, nausea, shaky, and a stomach ache.' The reporter mentioned that the patient treated herself by taking her normal diabetes medication as directed. The reporter denied that the patient used another device to test her blood glucose. At the time of troubleshooting the cca confirmed that the subject was not being used for the first time, and that there was no known misuse to the subject meter. The cca also confirmed that the patient was using the correct test strips, was able to perform a rapid charge. The reporter mentioned that the patient had not charged the subject meter and so with troubleshooting the patient was able to power on the subject meter manually and perform a blood glucose test. The alleged issue was resolved with troubleshooting. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury as a result of the alleged power issue.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.